Event description:
On (B) (6) 2010, pt called c/o red, hard, painful nasolabial folds. No fever reported. On exam, pt had thickened, red, hard nasolabial folds and hard isolated lesion 3cm to left of left nasolabial fold. Event occurred 12 days after injection. Pt called (B) (6) 2010 reporting that her face is swelling again around her nasolabial folds. Doxycycline 100mg po bid x 10 days and prednisone 10mg bid x 7 days, 5mg bid x 2 days and 5mg x 1 day prescribed. On (B) (6) 2010, pt called c/o severely swollen lower face with red, hard lesions inside mouth and externally lateral to left nasolabial fold. Pt is c/o pain. Coapt will not return the call of complaint! Dose: 0.4ml right nl fold, route: mid dermal injection 058. Dose: 0.4ml left nl fold route: mid dermal injection 058. Dates of use: (B) (6) 2010. Diagnosis or reason for use: nasolabial fold and wrinkles.